Event description:
It was reported on an unknown date that upon arrival to the university to conduct a monitoring visit for the depuy synthes lower extremity shaft nail registry ; the dr. Wanted to make the team at depuy synthes aware that his site has had issues with the locking screws ¿backing out¿ on two different patients. These patients are not enrolled in the registry. Patient underwent operation in middle of january for revision of their distal femur fracture that was plated and had failed union. A rfna nail was placed with revision of screws used in the original plate. The nail was secured using 4 locking screws distally and two proximally. The patient contacted doctor regarding pain in distal lateral thigh pain in late march. Radiology and physical exam demonstrated two obliquely-placed screws (one medial and one lateral) were backing out. The lateral screw was tenting the skin. Doctor revised the construct early april by replacing screws and adding a lateral distal femur locking plate. Concomitant device reported: unk - nails: rfna (part# unknown; lot# unknown; quantity: unknown)unk - plates: femoral locking (part# unknown; lot# unknown; quantity: unknown). Unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: 4). Unk - screws: nail proximal locking (part# unknown; lot# unknown; quantity: 2). This report is for one (1) unk - screws: nail locking. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: nail locking /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.